Event description:
Information was received indicating that during testing a cadd-solis vip, mdl 2120, pump was not alarming for downstream occlusion when the tubing set is occluded. No patient involvement.

Event description:
Information was received indicating that during testing a cadd-solis vip, mdl 2120, pump was not alarming for downstream occlusion when the tubing set is occluded. No patient involvement.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the downstream occlusion sensor seal was bubbled. Functional testing included occlusion testing and found that the device failed the test with a low or no tripping point. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that a defective downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. A review of the manufacturing DHR for this device found no causes or potential causes of the customer reported failure. The pump has never been in for service prior to this time.